Manufacturer narrative:
Customer stated that the sample was clotted. Customer will not be returning reagent for investigation and provided log files did not include information for the date of the event. The presence of clots in a sample might have adversely affected the results. Siemens representative provided technical bulletin "the effects of sample integrity on accuracy and precision" to customer to educate them regarding the sample handling.

Manufacturer narrative:
Siemens is in process of investigating the issue. The cause for the discordant troponin results is unknown.

Event description:
Customer reported falsely elevated troponin result on the analyzer. Customer wanted to know how viscosity affects troponin I result on the stratus cs. There was no report of injury due to this event.